Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the returned sample revealed that drill bit ø8 l245 f/dhs/dcs-syst tip of the device has slight nicks. No other issues were identified. The dimensional inspection was not performed for the that drill bit ø8 l245 f/dhs/dcs-syst due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø8 l245 f/dhs/dcs-syst. After a visual inspection per guidance provided, it is determined that the drill bit ø8 l245 f/dhs/dcs-syst tip is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 338.100, synthes lot # 3237802, supplier lot # na, release to warehouse date: 27 oct 2009; 22 dec 2009 , manufactured by synthes hagendorf, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, during an open reduction internal fixation (orif) surgery to treat trochanteric femur fracture, it took about five (5) minutes to fenestrate the lateral cortex because the drill bit was not sharp. The surgeon used the reamer instead of using the drill bit but the reaming didn¿t go well at all. The surgeon finally changed the reamer to chs devices of other company because there are chances of osteonecrosis due to prolonged reaming. Patient outcome is reported as stable. No further information is available. This report is for one (1) 8.0mm drill bit for dhs/dcs triple reamer. This is report 2 of 2 for complaint (B)(4).